Manufacturer narrative:
The customer¿s report of leaking from an oval smartsite was confirmed. Visual inspection noted the set to be oval in shape. There were no other anomalies observed. Functional testing confirmed leaking. The cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that blood was coming out from the deformed oval connector end.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that blood was coming out from the deformed oval connector end.